Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed their pump supplies and continued to received occlusion alarms. The customer changed their cartridge two additional times and reported not seeing any insulin exiting the patient line with the different cartridges. The customer's blood glucose (bg) level was 265mg/dl and a correction bolus via the pump was delivered to address the bg level. The customer reported that they would use manual injections for insulin therapy.